Event description:
Information received from the field does not address the patient's clinical status but notes lead impedance >1990 ohms bipolar and 350 ohms in unipolar. Sensing and pacing thresholds were unobtainable in bipolar configuration so the pulse generator was programmed to unipolar.